Event description:
When the dr attempted to remove the iab catheter from the package, difficulty was experienced. The product appeared to "unravel." On 8/31/98, datascope was notified a second iab was inserted into the pt and the pt was transferred to another facility. [Event complications]: unk-reported 7/17/98; none-reported 8/31/98. [Pt's current status]: transferred-rpt'd 8/31/98.